Event description:
It was reported that the device did not last as long as expected, based on the programmed settings, percent pacing, and therapy level. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.